Manufacturer narrative:
This report is submitted on march 02, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however the issue could not resolved. Subsequently, the patient was explanted on (B)(6) 2018 and reimplanted with another cochlear device.